Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported leak and mechanical jam were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mechanical jam resulting in leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. All available information was investigated, and the reported leak was confirmed; however, the mechanical jam was not confirmed via return device analysis. The leak appears to be related to a potential product quality issue. A definitive cause for the reported mechanical jam could not be determined.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system leak. It was reported that during preparation of the mitraclip delivery system (cds), saline was leaking from the lock lever. The lock lever cap could not be removed, it was screwed on tightly. A clamp was used in attempt to remove the cap; however, it did not come off. The device was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.